Manufacturer narrative:
H6: code d12 has been corrected to d1102. Gore® excluder® aaa endoprosthesis instructions for use instruct selecting a device length such that its proximal end aligns with the long radiopaque marker. The cause for the reported partial coverage of the right internal iliac artery, then, may be attributed to the user's selection of a device that was too long.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprosthesis. After successful deployment of the trunk-ipsilateral leg (cxt261412), the procedure was moved to the contralateral leg (plc141400j) deployment. The deployment was started with the proximal end of contralateral leg 8 mm proximally from the long marker. However, during the deployment, the contralateral leg shifted distally and the proximal end was at the same position as the long marker. The physician continued deployment while pushing up the contralateral leg, but without success, the right internal iliac artery (right iia) was unintentionally partially covered. Blood flow to the right iia was reduced. An attempt was made to restore blood flow by ballooning of the right iliac bifurcation, but this attempt was abandoned as the balloon catheter could not be passed through. Stenting in the right iia was also considered, but due to the patient¿s poor vascular conditions, no additional stenting was performed. Finally, an attempt to push the contralateral leg up with a balloon catheter was made but unsuccessful. The procedure was concluded with impaired blood flow of right iia.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: improper component placement, occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.